Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, we the technician confirmed that the ccd module with drive pcb cloudy (not clear view), the insertion flexible tube compressed (short in length), the bending rubber cut, the suction channel dirty, and the segment hooking; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(4).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).